Event description:
After the catheter was placed in position; during onyx injection, it was reported the catheter ruptured and onyx was seen exiting proximal to the tip of the catheter into a normal arterial branch. The injection was stopped and the catheter was removed. No pt injury reported. Same event as MDR#2029214-2008-00171.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 7.3 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture.